Event description:
It was reported that the patient experienced an overdose. It was noted that ten hours following a pump replacement/catheter revision the patient was overdosed and intubated. Following the procedure the pump was programmed to 1000ug/d (prior to revision they were at 1250ug/d). The hcp believed he did not drop dose far enough following the revision, so he put the pump to a minimum rate. The hcp will wait for an hour and then restart the pump. The hcp was wanting to consult with another hcp for the recommended starting dose. The drugs in the pump were morphine and baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model# 8709sc, (B)(4), implanted: (B)(6) 2012, explanted:unknown.